Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs system is inoperable and has not been charged or used in the past two years. Communication could not be established between scs ipg and external devices. Surgical intervention may take place at a later date to address the issue.